Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: pain.

Event description:
Patient reported left side tenderness. Patient also reported "chronic high fevers up to 105 degrees", frequent hospital visits for bacteria infections" and hypothyroidism. These events are not device related. Healthcare professional reported "deflated implants". Device remains implanted.